Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reported that one wafer from this market unit had erosion exposing plastic disc which he believed was causing occasional blood-tinged urine in the pouch. He denied stoma laceration. Furthermore, he stated that this event occurred with approximately twenty percent of the pouch barriers since september, but he could not provide the lot number for those products. He also denied any part of the opening or assembly was off-centered. He wore another company¿s support belt and was sized appropriately for this pouch. He did not believe that the belt was interfering with the barrier. The size of the stoma was twenty-two mm, extending twenty-five to fifty mm with prolapse and pointed downward. He stated that the current product was in contact with the stoma when the barrier was first applied and as the stoma was prolapsed at that time, he was not certain that the barrier was not covering up edges of the stoma initially. Based on where the plastic disc was exposed, it might be the firm bone area was pushing through the barrier as this was consistent with the area of erosion and prominent bony protrusion at approximately 10 o'clock. He was experiencing itching around the extremities of dermal patch area. Even after all that he still saw evidence that there was something causing a ring of debris to form which is difficult to remove and he believed to be the cause of his itching. Consumer was using company¿s known adhesive remover spray and barrier wipes. He showered after removing his pouching system with soap. He also dusted the peristomal area with company¿s known powder. He is planning to wear the pouch at different intervals to see how long after wearing the pouch does the degradation occurs. Additionally, end user also reported he had a thin frame, had lost weight and continued to lose weight, had a bulge and some of the bulge was a bony prominence. He was still seeing the breakdown of the barrier after two days and at six - seven o'clock rather at the same location as before. He also continued to see blood-tinged mucous/urine but there was no damage to stoma. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary an investigation was completed for this complaint by the assigned manufacturing site investigation team. The complaint summary of this investigation required rework. A corrective actions/preventive actions (CAPA) was raised and an updated/corrected investigation summary has been completed in accordance with assigned CAPA. A supplemental MDR is being submitted to document the completion of investigation rework and final investigation; the complaint record will proceed to closure. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 2e01226 was manufactured on 5/27/2022, in convex 1 pc line, with a total of (B)(4) market units (mkus). The compliance engineer performed a batch record review on 27/sep/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1004087 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction and recorded in br31-146 ver. 7.0. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 27/sep/2023, compliance engineer ran a query in database in order to verify the complaints reported for the 2e01226 lot for the malfunction code ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿ and as result, no additional type 2 complaints were identified during this search as per work instruction. Historical nonconformance review: on 27/sep/2023, compliance engineer ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction code ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿ for the lot number 2e01226 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction, the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm-017) ¿continuous visual inspection¿: ¿ frequency: all manufactured units ¿ sample quantity: all manufactured units ¿ acceptance criteria: accept = 0 / reject = 1 defect rate analysis: there have only been 1 defective part confirmed to date from a lot size of 2400 products. This represents a defect rate of only 0.04%, which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on our standard operating procedure (sop) ¿quality inspection plan¿. In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: the review of the batch record for lot 2e01226 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No changes to the end-to-end manufacturing process or components used during assembly of the batch were made. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿inner film layer exposed (i.e. Moldable skin barrier layers separate or delaminate from inner film layer)¿. No additional complaints were reported for lot affected related to the malfunction code ¿inner film layer exposed (i.e. Moldable skin barrier layers separate or delaminate from inner film layer)¿. Based on this, no negative trend was identified. Based on preliminary investigation results, there is no objective evidence that other products from this lot are impacted, and the issue appears to be isolated. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received